Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, undersensing, and was unable to capture at maximum output. A chest x-ray confirmed a dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.